Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 39psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. The issue was successfully resolved by recalibrating. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
Recent complaints regarding the device highlighted issues with a pump that underwent routine maintenance testing by "intuvie." During testing, it was found that the pump's occlusion psi value was at (39) exceeding the acceptable threshold for the 30 psi. Additionally, the flow rate deviation was recorded at deviation (9.73). To address these issues, the pump was calibrated, which successfully resolved the identified problems. A corrective and preventive action (CAPA) has been initiated to investigate the root cause of the reported event. Reference: (B)(4)

Event description:
On 10/24/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the flowrate test. Occlusion at (39). Flow rate deviation @ (9.73%). No patient was involved.